Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ litigation alleges patient had pain, weakness, fatigue, elevated levels of chromium and cobalt, metallosis, instability of hip, bone deterioration, muscle deterioration and pseudotumors after asr hip implant. On 03/04/2013, plaintiff's preliminary disclosure form was received which identified lot information. Update rec¿d 11/21/2014 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The stem and sleeve are being added to the complaint. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 12/19/2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).